Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported resistance and dislodgment were the result of interaction with the heavy calcification while attempting to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that resistance was felt with the anatomy when advancing the 3.5x38 mm xience sierra stent delivery system (sds). While attempting to advance the sds, the stent dislodged in the target lesion. The stent was ballooned and was well apposed against the vessel. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.